Event description:
User facility reported a successful novasure ablation in 2008. Two days later, the patient was admitted to the hospital because she felt "ill". During follow-up with the physician twelve days later, he reported a computed tomography (CT) scan done twelve days prior, revealed "free air in the abdomen". The patient was taken to the operating room that night and a laparoscopy revealed "a thermal burn through the sigmoid colon, no uterine perforation, however, the back of the uterus was noted to be blanched." Treatment included a colon resection and a colostomy. The patient was discharged home in the same month.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as a lot and serial numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.